Event description:
It was reported the brakes were not functioning to specification and the fowler (backrest) would not go into an up (seated) position.

Manufacturer narrative:
It was reported the brake adjuster was replaced to repair the brake malfunction.